Event description:
It was reported following a right ventricular biopsy, while removing the fast-cath introducer, the tip separated and remained in the patient. The introducer trip was removed in december 2003 and the patient was discharged four days later. The patient has reportedly recovered.